Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Ref MFR report #: 1627487-2013-05433, 1627487-2013-05434, 1627487-2013-05436. The pt has two leads (from the same lot). It was reported the pt will undergo surgical intervention due to the scs system not performing as intended.